Event description:
Caller reported a cartridge alarm issue with their pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted in loading a new cartridge, but the alarm persisted, leading them to arrange for a pump replacement. The caller was informed about the replacement pump, backup insulin therapy with mdi, and steps for returning the problematic pump. The caller understood all instructions, and a replacement pump with updated software was sent without requiring a delivery signature.